Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 16, 2014. Based on qa assessment, the product met specifications at the time of release. The customer was able to resolve the issue remotely. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the light pipe one and two were out. The timing of event is unknown. Additional information has been requested.